Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no related complaint received with return of device. Conclusion: failure observed during analysis. Final analysis found that a partial lead was returned in two pieces. An insulation abrasion was noted at 11.6 cm to 11.9 cm from the connector pin. The abrasion was consistent with constant friction to another implantable device. (B)(4).